Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 407 mg/dl. The customer declined troubleshoot for high blood glucose. The customer did not have infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer visited to the emergency room due to the high blood glucose level on july 8, 2019. Blood glucose level of the customer was 569 mg/dl at the time of hospitalization. The customer was treated with the insulin drip. It was also stated that the insulin pump was not in the auto mode at the time of the high blood glucose level incident.